Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had possibly dislodged as the ventricular readings were irregular. Attempts were made to obtain additional information but were unsuccessful. This atrial lead remains in service. No adverse patient effects were reported.